Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. It was noted that the rv lead was not a boston scientific product. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information was received stating an x ray image was taken and no anomalies were found. Ts provided further troubleshooting options to investigate the root cause for the out of range measurements. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 and f10 with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. It was noted that the rv lead was not a boston scientific product. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.